Event description:
The customer reported problems with the collimator. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the collimator. System operates as intended. (B) (4).